Manufacturer narrative:
One device was returned for evaluation. The returned product did not meet specification as received. Visual inspection found the device had a broken waveguide. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture. Investigation concluded that the titanium waveguide fractured from continued use after the waveguide was excessively torqued during use, causing it to come in contact with the clamping jaw. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, upon assembly, the device did not activate when handed to the surgeon. The same battery and generator worked with another device to start the procedure. There was no patient involvement.